Event description:
While pt was receiving uva-1 treatment, the glass filter on the back lower right column shattered. The shattering noise was very loud. Glass shards were mostly contained by the plastic shield, however, some glass shards did fall into the cabinet area. No glass shards reached the pt. The filters should last 1000 hours. The one involved was only at 72 hours.